Event description:
The reporter stated that she did back to back blood glucose tests, within 5 minutes, using different finger sticks. Her results were 259, 199 and 234 mg/dl. She did not have any symptoms. On followup, the reporter stated that getting enough blood may be an issue for her, and that she didn't always check confirmation dot for enough blood or compare to color chart on vial. The lifescan representative reviewed coding, cleaning, sample application, storage of strips and use of control solution with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8